Event description:
It was reported that while removing the bd smartsite¿ extension set from the packaging the distal port was not attached. The following was received from the initial reporter: issue description quality complaint ¿ broken (out of box) not used on patient. When filter was removed from the package noticed the distal port is not attached and fell in the package.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 04-aug-2023 h.6. Investigation summary: one sample was received and tested by our quality team. The quality investigation team and manufacturing plant are aware that this is the second occurrence of this separation failure concerning the 10013902 device (lot# 23029132 ). The separation between tubing and smartsite was verified after microscope analyses and the manufacturing facility was notified of this instance. The root cause of the failure was an improper application of solvent and insertion of tubing to smartsite at the time of assembly. A quality alert was put in place after the first complaint received (pr (B)(4)) and the assembly of the affected lot. This quality alert was initiated to ensure proper following of work order and proper assembly of this portion of set. A device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while removing the bd smartsite¿ extension set from the packaging the distal port was not attached. The following was received from the initial reporter: issue description quality complaint ¿ broken (out of box) not used on patient. When filter was removed from the package noticed the distal port is not attached and fell in the package.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.